Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s blood pressure dropped in the recovery room after the implant procedure. A pericardial effusion and atrial prolapse was identified. It was unclear if the new lead had perforated however, capture thresholds on the right atrial (ra) lead were high and sensing measurements were inconsistent. A repositioning of the lead was attempted it was visually noticed that tissue remained in the helix and the tissue was unable to be removed so a new lead was removed, and a new lead was implanted. No further patient complications have been reported as a result of this event.